Manufacturer narrative:
Investigation history: email sent on (B)(6) 2014 to the distributor, delta surgical (B)(4), who did reporter the incident to get further information about the incident. No further information received thereafter. Phone call with delta surgical on (B)(6) 2014 to investigate further circumstances of the incident. Determination, that the slippage was a slippage of the patient in relation to the pins could be made upon the information provided. After questions via email on (B)(6) 2014 to complete form 3500 a, delta reports, that the end customer is unavailable until (B)(6) 2014. After further email on (B)(6) 2014 to ask for the missing information to complete form 3500 a, the reporter, delta surgical answered: "I am afraid I am waiting from this information from the customer and I have been chasing but not heard back as yet". Decision to report the incident with the information available so far made on (B)(6) 2014. Pmi findings: product is in specification. Moveable parts of the skull clamp are dry. Pressure test on the pressure was made successfully. No deviation of the pressure. The email inquiry at the customer on 09/23/2014 resulted in the following additional information: there was no patient injury. The patient could be injured, if the failure would recur. A 3-pin technique was applied. Root cause: no root cause detectable. The product was in specification. We suppose, that the surgeon did potentially apply a wrong pinning technique. Corrective action: no corrective action necessary, as product in specification. Only action possible is to advice the user to apply the right pinning technique, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline.".

Event description:
The customer reported that the clamp has slipped during surgery. The customer further reported, that the patient slipped in relation to the pins. The customer stated, that the patient was not injured, but a patient could be injured, if the failure would recur. The skull clamp was inspected by pmi gmbh. It was found, that the skull clamp was in specification. Only the skull clamp was not lubricated sufficiently, which in the opinion of pmi gmbh does not contribute to the incident.